Event description:
Allergic reaction, report received from a physician in 2006, regarding a female patient with no known allergies and no history of autoimmune disease, she has been treated with captique and botox in the past without any untoward effects. The patient received injections of captique in 2006, in the upper and lower lips and on an unknown date developed severe swelling and induration at the injection sites. One months later, she was examined by the treating physician who diagnosed the symptoms as an allergic reaction and prescribed a medrol dose pak. The physician did not provide his assessment of causality. No further information was provided.

Manufacturer narrative:
Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.